Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event is unknown. Film evaluation summary: the exact cause of the proximal type I endoleak cannot be conclusively determined from the images provided. Pre-implant anatomy information, films at implant, and earlier post-implant films were not available for review and comparison. Films that showed the proximal type I endoleak and additional films during the secondary intervention were not returned for review. The images returned showed that there is currently marginal proximal seal with minimal stent graft apposition to the aortic wall. Contrast was seen along the left side of the proximal bifurcate main body from a proximal type I endoleak. It is possible that the aortic neck may have dilated since implant due to disease progression, which then contributed to the lack of stent graft seal and the proximal type I endoleak. The cause of the residual type I endoleak after implant of the cuff was most likely due to insufficient oversizing of the aortic cuff t o the aortic neck.

Event description:
An endurant stent graft system was implanted in a patient. It was reported that the patient had an enlarging proximal neck. It was noted that the patient appeared to have some inflammation around the proximal neck and there was some contrast leaking around the left side from a possible proximal type I endoleak. The patient also reportedly had been treated for a type ii endoleak in the past. A cuff was placed and coiling was performed. Although the proximal type I endoleak was drastically reduced, the event did not resolve and the physician elected not to perform any additional intervention. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.